Manufacturer narrative:
(B)(4).

Event description:
Procedure type: cholecystectomy. According to the reporter: after pulling the string to cinch the bag closed, part of the bag that normally stays on the metal loop came off and stayed in the trocar. It was noticed and retrieved. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.